Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited intermittent lv oversensing. Electrical measurements were stable. No intervention was performed. No patient symptoms were reported.